Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb charging cable was damaged near where the cord connects to the computer/charger. As a result the customer had been experiencing difficulty charging the pump. There was no reported impact to the customer's blood glucose level. A replacement cable has been sent.